Manufacturer narrative:
The device was returned and during the evaluation the needle was detached and deformed, which was related to deformed tube sheath. The deformed tube sheath was caused by external force, not a quality problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported during a endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) surgery, the needle fell off into the patient's body and it was retrieved. The procedure was completed with the same device. No patient injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was noted that the needle fell off and bent due to a bending force which was applied to the needle tube when piercing the hard body tissue during the procedure causing the needle tube to bend excessively. Additionally, when the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight thus, causing the needle tube to break. Hence, the root cause could not be identified. The event can be detected/prevented by following the instructions for use in: the instruction manual (gk6344, rev. 16); when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Olympus will continue to monitor field performance for this device.